Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. (B)(4).

Manufacturer narrative:
The additional patient effects will be filed under a separate medwatch report #. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The UDI is unknown because the part and lot #s were not provided. Title: 3-year outcomes of the dkcrush-v trial comparing dk crush with provisional stenting for left main bifurcation lesions.

Event description:
It was reported through a research article identifying xience prime may be related to the following: patient death, myocardial infarction, thombosis, revascularization, rehospitalization. This article summarizes clinical outcomes of 482 patients that were treated with xience prime stents. Specific patient information is documented as unknown. Details are listed in the article, titled "3-year outcomes of the dkcrush-v trial comparing dk crush with provisional stenting for left main bifurcation lesions."

Event description:
It was reported through a research article identifying xience prime may be related to the following: patient death, myocardial infarction, thombosis, revascularization, rehospitalization. This article summarizes clinical outcomes of (B)(4) patients that were treated with xience prime stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "3-year outcomes of the dkcrush-v trial comparing dk crush with provisional stenting for left main bifurcation lesions."

Manufacturer narrative:
B2, b3, d6: dates estimated. B5: the additional patient effects referenced in b5 will be filed under a separate medwatch report #. The device was not returned for evaluation. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the lot and part numbers were not provided. Article attachment: title: 3-year outcomes of the dkcrush-v trial comparing dk crush with provisional stenting for left main bifurcation lesions.